Event description:
A malfunction was reported by a distributor involving a pump, which was no longer under warranty. There was no reported adverse impact to the customer's blood glucose level. There was no additional information regarding the outcome of the event or actions taken.